Event description:
Surgeon attempted myosure procedure for removal of large fibroid, unable to safely determine fluid volume deficit due to equipment malfunction at which time procedure was aborted without complete removal of the fibroid. Pt admitted to monitor fluid volume status due to facial edema and abdominal distension. Post-operative weight was 7.3 kg up from preoperative weight on the same scale.====================== manufacturer response for tissue removal system- myosure, aquilex fluid control system- myosure (per site reporter) ====================== surgical staff was on the phone with the sales representative during the procedure to troubleshoot the problem which was unsuccessful. Procedure aborted and patient admitted for monitoring of fluid overload. Sales representative plans to visit outpatient surgical facility to evaluate machine and provide more education as needed.